Event description:
The patient presented to the device clinic with beeping sound from aicd. Interrogation of the device revealed superior vena cava (svc) coil impedance greater than 200 ohms, consistent with conductor coil fracture. The patient was admitted for right ventricular (rv) wire revision. No visible fracture is present on cxr done on admission. The lead was capped rather than extracted at the patient's request and another lead implanted. The patient had a good outcome.====================== health professional's impression======================lead fracture====================== manufacturer response for rv lead, (brand not provided)======================not received at this time.